Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed two other similar complaint(s) from this serial number. No complaints have resulted in patient impact/injury and two previous similar complaints were unconfirmed when the sample was evaluated by the manufacturer. Sample not received from customer.

Event description:
Customer reported that image quality is poor and they are having difficulty visualizing the tip of the needle at anything greater than 1 cm depth.